Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle was allegedly bent. It was further reported that the needle was pulled out with a strong force from patient. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was received for evaluation. Upon visual evaluation the device appeared to be clean. It was noted that the needle was bent and the sample notch was bent forwards no other visual anomalies were noted to the device. Functional testing was not performed, due to the nature of the complaint. Therefore, the investigation for the reported needle bent is confirmed as the needle bent was noted in the visual evaluation. However, the reported difficult to remove remains inconclusive as the condition of use could not be replicated. A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10

Event description:
It was reported that during an ultrasound guided prostate biopsy procedure through normal density tissue, the needle allegedly bent. It was further reported that healthcare personnel pulled out the needle with strong force while removing from the patient. No coaxial was used and the procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).